Event description:
Patient placed on morphine pca postoperatively right above the knee amputation. Nurse gave loading dose of morphine but when patient tried to give self-administered dose, the pump would not work. Patient was discontinued from pump and new pump was obtained. Malfunctioning pump sent to bio-med for analysis. Bio-med found patient pendant jack broken/would work intermittently depending on position of cord. Unit was otherwise functional. Parts ordered and recieved. The pendant jack replaced/unit tested and functional.